Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 1226348-2016-00156. UDI unavailable; unknown part number and lot number. Manufacturing date unavailable, lot number unknown. The device was not returned and neither a product catalogue nor lot number was provided, therefore, no DHR or analysis could be performed. Infarction is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the limited information suggests that target lesion characteristics, medication regimen factors and previously placed devices may have all contributed to the reported event. No further actions are required at this time.

Event description:
It was reported by a contact at the user facility that on (B)(6) 2016 patient developed brain infarct at the basilar tip post stenting procedure. Patient underwent stent assisted coil embolization of a basilar tip aneurysm on (B)(6) 2013 using unknown coils and a neuroform stent (competitor's device). Information of other devices used during the surgery is not available. Patient was a (B)(6) -year old male (at (B)(6) 2013) with medical history of high blood pressure. During follow-up on (B)(6) 2016 re-expansion and re-canalization of the aneurysm was confirmed. On (B)(6) 2016 enterprise stent (catalog#/lot# unknown) was placed from contralateral posterior cerebral artery as a y-stent with a neuroform stent; additional coil embolization was also performed. Patient developed brain infarct on (B)(6) 2016, as per the physician the patient had ischemic symptoms. Rehabilitation was performed and medication was prescribed; it was reported that the patient recovered on (B)(6) 2016. The product is not available for investigation. No further information is available.